Event description:
It was reported that after pre-dilatation of the eccentric, moderately calcified, proximal renal artery lesion, the 4.0 mm x 12 mm herculink elite was advanced to the lesion and deployment was attempted; however, on cine it was noted that the stent stayed crimped on the balloon and could not expand. The device was removed from the anatomy without incident and a second device was used successfully in the procedure. There was no reported clinically significant delay in the procedure; the approximate length of the procedure was 30 minutes. The procedure ended with no complication and the patient was reported in good condition when transferred from the catherization lab. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned herculink elite stent delivery system (sds) was found to be without blood and contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The proximal end and middle portion of the balloon was tightly folded. The distal end of the balloon had relaxed folds. During functional testing, the reported inflation difficulty was confirmed. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used in attempt to inflate the balloon to rated burst pressure (rbp) when it was observed that fluid was coming out from a tear in the balloon above the distal balloon marker. Although a conclusive cause for the balloon tear could not be determined, this type of damage may occur as a result of a manufacturing or from use of the product. During use, there can be an interaction with the anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the product noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The lesion site was described as being moderately calcified, which may have contributed to the damage. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, the reported inflation difficulties appear to be related to the tear in the balloon. Although a conclusive cause for this tear could not be determined, there is no indication to suggest a product quality deficiency. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.